Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse and a sling was used. The patient experienced extreme physical pain, bleeding, protrusion and erosion of mesh and multiple corrective procedures. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00715. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It has been reported that following insertion the patient experienced urinary/bowel problems and dyspareunia.

Event description:
It has been reported that following insertion the patient experienced urinary/bowel problems and dyspareunia.

Manufacturer narrative:
Resubmission with the correct file number. Date sent to FDA: 1/12/2017. (B)(4). It was reported that following insertion the patient experienced incontinence.